Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd leaked past the stopper. The following information was provided by the initial reporter: "during dispensing, leakage of liquid from the stopper."

Manufacturer narrative:
H.6. Investigation summary bd has not been provided with samples or photos for catalog 301948 lot 1904103 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd leaked past the stopper. The following information was provided by the initial reporter: "during dispensing, leakage of liquid from the stopper¿"